Manufacturer narrative:
We were unable to conclusively determine a cause for this observation because the actual product handling conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as pt anatomy, scope position or progression of disease state, we can not reproduce the actual conditions of device usage. While these are not the sole determining factors of product failure, this limits our ability to conclusively determine the cause for this observation. However, we can provide the following comments: we can report that breakage of the bipolar probe tip can occur if the distal end of the endoscope is deflected more than 15 degrees. The instructions for use for this product line caution the user that using the device in this position can cause damage to the tip, as observed. Add'l info regarding the position of the endoscope was requested, but was unable to be provided by the initial reporter. Breakage of the bipolar probe tip can also occur if the tip makes contact with a hard surface or if the packaging is subjected to rough handling. Prior to distribution, all bipolar coagulation probes are subjected to a visual and functional test to ensure device integrity. Corrective actions: no corrective action warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.

Event description:
The initial reporter indicated the bipolar probe tip detached from the device. Several attempts were made in an effort to collect add'l details regarding this occurrence, but the add'l details were not provided. The condition of the returned device suggests the bipolar probe was used. Several attempts were made in an attempt to collect additional info regarding pt impact, but the add'l info was not provided. It is unk if the pt experienced any adverse effects or required add'l medical procedures due to this event. Our evaluation of the returned device confirmed the report as it was described. The bipolar probe tip has broken flush with the distal end of the catheter and was included in the return. The bipolar probe tip was included in the return. There were no kinks in the catheter. No other observations were made. We were unable to conduct a review of the device history record or conduct a sample test from this lot because the lot number was unable to be provided. After a review of the account order history, the lot number was unable to be determined. A review of the six month complaint history for this product family was conducted. Based on this review, the likelihood of this type of occurrence is rare.